Manufacturer narrative:
Concomitant: dtba1d1 ICD implanted: 2015-(B)(6).

Event description:
It was reported that noise was exhibited with the right ventricular (rv) lead, and out of range impedance was observed on the superior vena cava (svc) portion of the lead.. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the rv (right ventricular) lead pacing impedance was beyond the expected upper range.

Event description:
It was additionally reported that the svc coil had high impedance; was suspect of a fracture, and the svc coil was programmed off. Now, the lead alerted for measured high pacing impedance.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.